Event description:
It was reported that a user of the ilet bionic pancreas experienced prolonged severe low blood glucose levels, with reported metrics indicating low and very low glucose percentages and reduced time in range, and the customer could not be reached after multiple follow-up attempts. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, medical intervention, or long-term impairment. Investigation included review of available usage information and attempts to contact the customer for additional details and device reporting. Investigation of this case revealed no device alarms or alerts were reported and the cause of the hypoglycemia remained unclear due to lack of customer feedback. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.